Event description:
Boston scientific received information stating: the atrial threshold was elevated from 0.9v to 2.5v. The device sensed atrial arrythmias before the interrogation. The atrial pacing amplitude was changed from 3.5v to 5v. No other details provided. Event occurred in hungary. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).